Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose between 200-300 mg/dl with nausea and vomiting associated with an alleged incomplete prime step. Reportedly, the patient discontinued pump therapy and was treated at the hospital via intravenous glucose and IV fluids via a health care provider. During troubleshooting with customer technical support, it was found that the patient did not follow the IFU by doing a full rewind, load and prime steps. This complaint is being reported because the patient experienced hyperglycemia due to user error.